Manufacturer narrative:
During testing, the pump in question (serial number (B)(4)) was observed to allow the free flow of fluids when the pump's door was closed. This issue was observed, repaired, and reported by walkmed infusion's authorized service center. A review of the manufacturing records did not reveal any nonconformities related to the observed issue. Device wasn't returned to manufacturer.

Event description:
During testing, the pump in question (serial number (B)(4)) was observed to allow a free flow of fluids while the pump's door was closed.